Event description:
In (B)(6) 2012, I had the essure procedure done. Immediately, I begun to experience intense pain before every menstrual cycle. Over the past 18 months the symptoms have grown more severe and last longer. My most recent bout lasted about 4 weeks. I now have to undergo a biopsy and an eventual hysterectomy.